Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy. Customer declined to speak with technical support, and technical support documented issue only so customer sales support could create statement of non-repair, with no further actions taken at this time.